Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, ovarian cyst and adhd. Previously administered products included for birth control: mirena in 2009. Concurrent conditions included heavy periods, allergic reaction to analgesics, nausea, vomiting and asthma. Family history included hypertension (maternal grandmother.) And cancer (maternal aunt). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced rash ("allergic or hypersensitivity reaction type: created a rash on abdomen"), abdominal pain ("abdominal pain"), ovulation pain ("ovulation painpelvic pain when I ovulated") and dysmenorrhoea ("pain when I had my period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("reproductive system disorder or condition type of disorder or condition: since removal I have been diagnosed with pmdd which I did not have before"), anxiety ("reproductive system disorder or condition type of disorder or condition: anxiety"), adnexa uteri pain ("overies pain") and uterine pain ("uterus pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, premenstrual dysphoric disorder, abdominal pain, anxiety, adnexa uteri pain and uterine pain outcome was unknown and the rash, ovulation pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, dysmenorrhoea, ovulation pain, pelvic pain, premenstrual dysphoric disorder, rash and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. X-ray: on (B)(6) 2013: complete occlusion of bilateral fallopian tubes with previously placed essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr were received: surgery was added. Events: rash, pmdd, ovulation pain, abdominal pain, dysmenorrhea, anxiety, uterine pain were added. Event onset date and outcome were updated. Reporters were added. Essure insertion and removal date were updated. Historical drug was added. Medical history and family history were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.